Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient said that about a month ago they started feeling a small electric charge and vibration when they held or touched something metal. Patient said it got pretty bad yesterday. Patient mentioned that they can't feel the stimulation when they increase the stimulation and usually they can. Patient also mentioned having a harder time going to the bathroom and it takes longer which is uncharacteristic. Reviewed therapy adjustment options with patient. Patient changed programs and was able to start feeling stimulation. Patient adjusted stimulation to a comfortable level. Patient stated they have an appointment with hcp next friday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back referencing their last call, stating that they are having the same issue again with loss of therapeutic effect and no stimulation sensation. Patient reported they noticed its harder to urinate and they have to catheter once in a while. During the call patient tried several different programs, increasing amplitude to around 3.0ma and reported they were still not feeling any stimulation sensation when they would normally feel it around 1.5ma. Patient denied any falls or traumas. Recommended patient discuss this with their managing physician whom they have an appointment with later today. Reviewed possible safety risks and recommended patient discuss with their physician. Transferred patient to patient registration services to update managing physician on record.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.